Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-04981. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the pns leads were explanted and replaced with new leads which resolved the issue.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-04931. The patient was implanted with 2 systems (pns and scs). It was reported the patient experienced discomfort with her facial pns system when pressure is applied to the area. Follow-up identified migration of the supraorbital lead. As a result, surgical intervention may be undertaken as the next course of action to address the issue. Note: both leads are being reported as it's unknown which lead is associated with the issue.

Manufacturer narrative:
Device reference number documented incorrectly on the initial report.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-04981.follow-up further indicated the left temporal lead will be revised.